Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2012, the patient experienced pain. An x-ray appeared to indicate that the tibial component was loose. This adverse event was solved by a revision surgery on (B)(6) 2025, in which the journey tibia base np rt sz 3 was confirmed loose and was easily removed, as well as the unknown journey femoral component and unknown journey insert. The implants were replaced with a legion revision system. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. Device batch numbers were not provided; thus, an evaluation of the manufacturing records could not be performed. For the tibial baseplate, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. For the unknown knee and unknown femoral component, device-specific identifiers were not provided. Therefore, an evaluation of the complaint history review, risk management file, and prior actions could not be performed. A review of the instructions for use documents for knee systems revealed that in the possible adverse effects section, outcomes may result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions .at this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, osteolysis, and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.